Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported slow keypad response. Evaluation reproduced the reported symptom by observing a slow response of the keypad and determined the cause to be a failed processor board. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad that has a slow response during set up in the emergency department. There was no patient involvement. No additional information is available.